Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was not powering on normally despite multiple power cycles. The technical support engineer (tse) noted that they were unable to view the event logs for the current date. Although the system was connected to onsite, no logs were available. The blue fiber cables were confirmed to be secured. This was a single console system. A power cycle and emergency power off (epo) of the entire da vinci system were performed, but the system still did not power on normally. The message on the robot indicated "system trying to connect." The procedure was aborted prior to patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse determined that the issue was related to the vision side cart (vsc) common compute controller (ccc) board. It was verified that there was a power "blip" at 3:30am. The power cables were moved around to ensure the vsc was connected to a designated circuit. Fse will return in the morning as soon as a new ccc is delivered. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to the reported failure of the power on abnormally to the rest of the system was replicated and confirmed. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vision side cart (vsc) ccc was installed onto a golden system where failure was triggered indicating faults on the ccc was brick/corrupted, replicating the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this finding, failure analysis was able to conclude that the vsc ccc was found to be the root cause of the reported event.